Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6)2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported that their pump batteries were not working. The patient then went to the hospital to continue receiving remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.